Manufacturer narrative:
2017865-2015-07034, follow-up 2 should have included "device evaluated by MFR: yes."

Event description:
It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No additional information was available at this time.

Manufacturer narrative:
(B)(4).